Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au480 chemistry analyzer. The failure mode is determined to be a damaged ise (ion selective electrolyte) reference electrode which was mishandled during maintenance. The fse replaced the ise reference electrode and cleaned the ise unit to resolve the issue. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
A customer reported the generation of erroneously high sodium (na) results on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer stated the samples were re-analyzed with results considered normal. The customer did not provide patient demographics or data.